Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The selfx endoscopic stent is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood on the stent implant. There was contrast on the shaft. The stent implant was stationary on the shaft between the markers, indicating that it had not been deployed. There was no damage noted to the stent implant. The sheath was located in the distal position and not retracted. The tuohy borst valve was returned unlocked. The distal end of the strain relief tubing was loose at the proximal end of the outer tube and the proximal end was loose at the tuohy borst valve nose piece. The distal end of tuohy borst valve nose piece was broken. There was a bend in the metal shaft 3 cm distal to the luer. There were two bends in the shaft 6 cm and 40 cm proximal to the tip. The outer tube was wrinkled intermittently proximal to the proximal marker for a length of 10.5 cm. There was no other damage noted to the ses. During functional testing, the stent implant could not be deployed due to the loose strain relief tubing. Potential factors which could contribute deployment difficulties include, but are not limited to, manufacturing, anatomical conditions, kinks in the shaft or the distal end of the system being entrapped. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, based on the bends noted at the distal end of the shaft, it may be possible that the distal end of the system was entrapped within the vessel, in such that strong resistance was encountered causing the metal shaft to bend. Additionally, because force was used to attempt to deploy against this resistance, the proximal end of the shaft separated. It should be noted that the product instructions for use states, do not release the stent if unusual force is required, since this indicates a failed system. Use a new system instead. (Failure to do so may cause system damage, misalignment of the stent and possible ductile damage.) The reported deployment difficulties and subsequent damage to the unit appears to be related to case circumstances. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication of a lot specific product deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that during the procedure in the right biliary duct, a selfx endoscopic stent system was advanced to the lesion with slight resistance noted at the proximal segment of the lesion. An attempt was made to deploy the stent; however, strong resistance was felt and the outer shaft was could not be pulled to release the stent. The tuohy borst valve detached from the outer shaft outside of the anatomy. The stent system was withdrawn from the anatomy. A second selfx endoscopic stent system was advanced and the same occurred. The stent system was withdrawn from the anatomy. Two new selfx endoscopic stents were ultimately advanced and deployed successfully. There was no reported significant clinical delay and no adverse patient effect. No additional information was provided.